Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the returned product consisted of the watchman access system (was) and the dilator. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed kinks in the sheath located 30.5 cm from the strain relief and tip damage (crushed, delaminated, perforations). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08nov2017. It was reported that the tip became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) selected. While attempting to deliver the was into the left auricle, they saw under digital subtraction angiography (dsa) that the tip became kinked near the markerband. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. Device analysis revealed inner liner delamination.